Event description:
A user facility reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope exhibited no image. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed with another scope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. According to the investigation, due to damage on charged coupled device (ccd) unit(hybrid), the image did not display upon evaluation of the returned device the following defects were found, adhesive peeling around bending tube, connection between bending section and distal end detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of a damaged/faulty charged-coupled device unit due to repetitive use wear and or user handling/mishandling. Olympus will continue to monitor field performance for this device.